Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The distal portion of the device remains in the patient. The retrieved portion was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a case, the surgeon piloted the patient's bone with an ar-1927pb. As he was inserting the implant, about halfway through, the ar-1927bct broke in half. The broken piece was retrieved from the patient but the distal portion stayed inside of the patient's bone. The case was completed with no further incident.